Event description:
Indication -chronic inflammatory demyelinating polyneuritis. Spontaneous. Patient reports the pump is not working correctly. It is dosing infusion at a slower rate than it should be. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Unknown. Was the patient able to successfully continue their infusion? Yes. What is the outcome of the event? Ongoing? Resolved? Ongoing, patient will be sent a new pump. No further info. Product lot number is unknown. Device serial number is unknown. Unknown if md aware. No further information known. Pump used to infuse hizentra 20% at above dose/frequency. Reported to cvs/caremark by pt/caregiver.